Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving fentanyl [1000 mcg/ml] at a rate of 500 mcg/day, clonidine [40 mcg/ml] at a rate of 20 mcg/day, and bupivacaine [25 mg/ml] at a rate of 12.5 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient heard audible alarms and did not recently have an MRI. The event logs report a motor stall and recovery along with a stopped pump period may exceed tube set. There were multiple motor stalls and recoveries. The first motor stall occurred on (B)(6) 2017 followed by multiple motor stalls and recoveries. Another motor stall occurred on (B)(6) 2017 and no recovery was noted. The patient mentioned symptoms as "nothing too bad". There were no further complications reported/anticipated.